Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the last couple weeks, the patient's stimulation intensity had been turning up on its own and some times the pt could barely feel the stimulation and have to cock their head to feel stimulation. Pt noted that their therapy felt like a stop and go feeling where it would turn off on its own for a few seconds. Pt noted it was getting worse and the pts neurosurgeon said to call the manufacturer to see if troubleshooting could be done or maybe if the leads needed to be replaced. Pt noted they were trying to connect and was having a hard time connecting.